Manufacturer narrative:
(B)(4).

Event description:
Additional information received 2 years later from the patient reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion. It was clarified that the ins was replaced in (B)(6) 2013. A manufacturing representative (rep) did not bring an adaptor; therefore they went in two weeks later on (B)(6) 2013 to put in the proper adaptor.

Event description:
It was reported the patient was to have their implantable neurostimulator (ins) replaced. There was no reason mentioned for the ins removal. It was reported the reason for removal was that the ins was ¿totally dead¿ and was 14 years old. The battery was replaced. It was stated the patient had an old surgical lead/extension combination and required a pocket adaptor which was scheduled for (B)(6) 2013. It was reported all went well and the pocket adaptor was added and the patient was doing well. It was reported the ins had reached end of service (eos) and the patient stopped feeling stimulation but the date was not known. It was reported on (B)(6) 2013, the surgery was complete and the pocket adaptor was used. It was stated the patient resumed therapy.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. Patient product ID: 3587a, lot# l68343, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).